Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was not priming correctly. After the pump was exposed to moisture, insulin was coming out of the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 9/12/2013 with the following findings: the pump black box showed that loss of cartridge detection had occurred which was duplicated during testing. During testing, the pump load cartridge step failed and the pump emitted a ¿no cartridge detected¿ alarm. The force sensor calibration was tested and was found to be detecting zero force. The pump was opened and corrosion was observed on the force sensor circuit. Unrelated to the complaint, the bolus button was found to be unresponsive, the button cover was removed and the button plunger was found to be missing. The contrast, up, and down buttons were found to be intermittent. Contamination was observed under the button contacts. Also unrelated, the display screen was found to be faded and discolored; the display screen was replaced with a test screen and the display returned to normal. Also unrelated, the battery cap was found to have stripped threads. (B)(4).